Manufacturer narrative:
Neither the device nor photographic evidence was provided. Therefore, the reported event cannot be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year lot history review shows a total of 1 device for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of 12 complaints, regarding 17 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised that a thorough understanding of the principles and techniques involved in laparoscopic laser and electrosurgical procedures is essential to avoid shock and burn hazards to both patient and medical personnel and damage to the device or other medical instruments. Insert the laparoscopic kittner through a properly placed laparoscopic cannula. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The customer reported that the that the cd801, 5mm laparoscopic kittner, blunt dissector 40 cm length device was being used during a laparoscopic nephrectomy procedure on (B)(6) 2025 when it was reported ¿easy detachment of the upper part of the laparoscopic kittner during use.¿. Further assessment questioning found that ¿when they cleaned cd801 (outside the patient) the upper part detached.¿. The procedure was completed and there was no report of injury, medical intervention, or extended hospitalization for the patient or user. The current state of the patient was reported as ¿no problem¿. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.